Event description:
Clinical information: (B)(6) - vista registry. (B)(6). It was reported that on (B)(6) 2024 a 29mm navitor valve was implanted in a patient with a depth of ncc 5.7mm and lcc 6.2mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Post implant the patient developed a left bundle branch block. A dual chamber pacemaker was implanted. The patient is stable.

Manufacturer narrative:
An event of complete heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had no calcification in the annulus and the final non-coronary cusp implant depth was 5.7mm and the final left coronary cusp implant depth was 6.2mm. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.